Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with several episodes of pulse generator auto mode switch caused by atrial lead noise. Upon interrogation, the lead exhibited low impedance alerts and daily measurements of low out of range lead impedance. The lower impedance was noted over at least the last 8 months. Lead sensing and capture thresholds were stable and in acceptable range. The physician opted to continue to monitor the lead. No adverse patient effects were noted.